Manufacturer narrative:
Philips service replaced the mrc x-ray tube and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a large focus defect caused an x-ray tube error on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.